Event description:
It was alleged that an instrument bedside unit went into medium priority alarm during surgery setup. The procedure was completed robotically using the versius surgical system, including another instrument bedside unit. No delay or patient harm was reported in relation to this event. The bedside unit was diagnosed to have a low backup battery voltage. At the time of this report, no further information has been provided.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The device will be inspected. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.